Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, several fibers were not recognized by the laser. The fiber port was checked and there was presence of a foreign object like a piece of plastic from a previous fiber found. The foreign object was difficult to remove, the procedure was stopped after the patient was administered a general anesthesia. The procedure will be performed on a different schedule. There were no clinical consequences to the patient.